Event description:
It was reported two clip appliers were used during a cystectomy. The last two clips on each of the appliers either did not form or malformed. Another device was used to complete the case. No patient consequence.